Event description:
Balloon was introduced via antegrade stick into pt's posterior tibial vessel. Dr then wanted to move balloon a few cm's prior to inflation. When he pulled balloon, the balloon separated from the hypotube and remained in the pt. Balloon was successfully snared with a gooseneck snare. Pt is fine.

Manufacturer narrative:
The product relating to this complaint will be returned to clearstream for inspection. Once the product has been returned and examined, the report will be updated and the final report will be forwarded on.